Event description:
The patient was a (B)(6) male. The target lesion was proximal left anterior descending artery (lad). The lesion was a de-novo, highly calcified and slightly tortuous. There was 90% stenosis. Rotablator was conducted. It is unknown if pre-dilation was conducted. The 1st cypher (3.5/13mm: complaint product) was delivered to the target lesion without friction and then the balloon was inflated up to 10 atm, but the balloon ruptured and a dissection on the vessel at proximal portion of the lesion was observed. Therefore, the sds of the 1st cypher was retrieved from the patient. Balloon rupture was confirmed under cag and also outside the patient. To treat the dissection, 2nd cypher (3.5/8mm) was implanted proximal to the 1st cypher, overlapping it. Post-dilation was conducted with a bc (ryujin, 3.0/15mm) because the 1st cypher stent was underdilated. The procedure was safely finished. The product will not be returned for analysis due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.